Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including history of coronary artery bypass graft (CABG), coronary artery disease (cad), diabetes mellitus (dm), atherosclerosis, hypercholesterolemia.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve in aortic position underwent a valve-in-valve procedure after an implant duration of 9 years, 4 months due to stenosis. The patient presented with acute heart failure. The tavr was successfully performed with a 29mm 9755rsl valve. The patient was taken to recovery in stable condition post procedure and discharged on pod #3.